Event description:
Moments after initiation, pt complained of feeling hot and face noted to be red. Blood pump stopped. Pt disconnected. Blood recirculated x 10 minutes and pt reconnected. Symptoms returned immediately after treatment restarted. Treatment stopped. Pt disconnected. Symptoms resolved. Pt placed on new dialyzer. Pt completed treatment without further difficulty. Device on 9th use. No previous reactions. Rinse with famaldehyde and bleach.